Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, irregular periods, postpartum depression, uterine prolapse, multi gravida, twin pregnancy, miscarriage, parity 3 (B)(6) 2013 and (B)(6) 2016 ( twin pregnancy)), miscarriage, gestational diabetes, toxemia of pregnancy and caesarean section. Previously administered products included for contraception: mirena. Concurrent conditions included cervicitis, cyst, prolapse, enterocele, cut wound, influenza, constipation and sciatica. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"), 2 months 9 days after insertion of essure. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia( inability to have sexua intercourse)"), fatigue ("fatigue") and urinary tract infection ("infection:(bladder/urinary tract/vaginal)-type: urinary tract"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), lethargy ("lethargic from blood loss"), vulvovaginal pain ("vaginal pain") and medical device discomfort ("something poing out of me"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction and menorrhagia had resolved, the bladder disorder, urinary tract disorder, vaginal haemorrhage, fatigue, urinary tract infection, lethargy and medical device discomfort outcome was unknown and the vulvovaginal pain was resolving. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, lethargy, medical device discomfort, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the right cornua had 1 visible coils and the left cornua had 4 visible coils. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, apareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, vaginal discharge and fatigue. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received: new events added: vaginal bleeding, fatigue, urinary tract infection, lethargic from blood loss were added. Historical drug, concomitant drug, concomitant condition and lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction and menorrhagia had resolved and the bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, apareunia, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case became incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, apareunia, menorrhagia (heavy menstrual bleeding). Outcome of pain and bleeding were updated. Laboratory data was added, essure insertion date, removal date with procedure were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.